Event description:
Clinical study. Same case as 6000093-2006-01588. It was reported that 65 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a non-q wave myocardial infarction (mi) and 84 days post-index procedure, the patient expired. The index procedure treated one de novo target lesion located in the mid left anterior descending (lad) artery. "The lad was very tortuous, a 70-80% stenosis was noted in the mid left anterior descending, distal left circumflex extremely tortuous vessel, an 80-90% stenosis was noted in the left circumflex." The target lesion was predilated with an angioplasty balloon at 12 atms. The physician successfully implanted two overlapping 3.0x16mm taxus express2 drug-eluting stents. "During the patient's hospital stay, she also presented with new onset weakness and change in mental status. Her findings were consistent with stroke from the right hemisphere. Discharge data was not provided. The patient was noted to have mental status changes and hypoxia which brought her to the emergency room 65 days post-index procedure. On admission, blood pressure 124/52, pulse rate 70, respirations 18, temperature 97.9. She did not complain of pain. Medical treatment was recommended due to recent heart cath with stent placement. She was taken off IV heparin and IV nitroglycerin which had previously been prescribed and was given aspirin, zocor, lopressor, and plavix. She was given subcutaneous heparin and eventually her mental status cleared significantly. She went back to her physical and occupational therapy and dietary were consulted for her cva and left hemiparesis. The patient was also found to have a urinary tract infection and she was treated with bactrim ds for 5 days. "The patient's non-q wave mi was stable. She was cleared by cardiology to return to the extended care facility. She had no further changes. Also, her mentation was stable at baseline. She was tolerating diet and getting up in the chair with physical therapy." The patient was discharged 6 days after admission on heparin, plavix, zocor, imdur, lopressor, aspirin, lasix, protonix, senokot at bedtime, and multi-vitamin once a day. The patient expired 84 days post-index procedure; the cause of death was cardiac related. No further information was provided.

Manufacturer narrative:
Device evaluation: the delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.